Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and verified the observed issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
While performing preventative maintenance on a customer's device, stryker observed that the device would not power on using ac or battery power. There was no patient use associated with the reported event.

Manufacturer narrative:
The reported issue was able to be verified and was able to be duplicated. It was determined that the cause of the issue was a damaged power module. The customer declined the repair, so the device was returned to the customer unrepaired.

Event description:
While performing preventative maintenance on a customer's device, stryker observed that the device would not power on using ac or battery power. There was no patient use associated with the reported event.